Event description:
The healthcare professional reported that the patient suffered from intracranial atherosclerotic stenosis underwent a vascular stent placement procedure. During the procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452200 / 7273307) was impeded in the proximal end of the microcatheter (unspecified brand) and could not be further advanced. The physician retracted the stent and observed that the stent component was no longer connected to the delivery wire. A new stent was used as replacement to successfully complete the procedure with the original microcatheter. On 16-mar-2023, additional information was received from the cerenovus sales representative via phone. The information indicated that the target vessel of the procedure was the basilar artery (ba). An adequate, continuous flush was maintained through the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The information indicated that another device did go through the same microcatheter issue; there were no visible kinks or other damages noted on the microcatheter. The microcatheter was not replaced to complete the procedure, however, it was removed when the enterprise stent was being retracted for replacement. The delivery wire was not connected to the stent body. The stent that was used as replacement to complete the procedure was a 4mm x 23mm enterprise 2 stent (encr402312). There was no allegation of patient injury due to the alleged product issue. The reported issue did not result in any clinically significant delay in the procedure. Based on the additional information received from the sales rep on 16-mar-2023, the prowler select plus microcatheter was removed from the target position when the complaint stent was retracted for replacement, resulted in a loss of target position. The event has been deemed usfda reportable under title 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00159. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.